Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, repeated recoverable error 23013 occurred. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). Prior to the phone call, the customer pressed the ¿recover fault¿ button, but the issue was not resolved. The isi tse confirmed repeated recoverable error 23013 in the logs pointing to master tool manipulator left (mtml). The isi tse had the customer power cycle the system, but the issue persisted. The surgeon elected to convert the procedure to laparoscopic surgery. Isi followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use with no issue. The conversion did not result in port size incision enlargement or adding additional ports. There was no patient injury. The patient did not experience post-operative complications.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was able to reproduce the reported complaint. The isi fse replaced master tool manipulator left (mtml) to resolve the issue. The isi fse also replaced mtmr grip pad to match the mtml. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The system was tested and verified as ready for use. The mtm was analyzed and found to have no errors. A visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The complaint was confirmed based on the field evaluation but not during failure analysis.